Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a blackout. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the likely cause of the image blackout was traced to component failure. Additionally, the cause of the foreign material in the auxiliary water channel could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.